Event description:
A ventilator was returned to the manufacturer due to a request to "check if the flow sensor is dirty" although there were no issues with this trilogy evo device. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's blower was replaced to address the issue.